Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for an unspecified reason. All device components were removed and replaced with a new aus. No patient complications were reported. The device was returned and analysis completed.

Manufacturer narrative:
D4 model number: 72400098. Lot number: 129939006. Model description: control pump fgs. D4 model number: 72400024. Lot number: 121659002. Model description: balloon fgs 61-70 cm. Product investigation: cuff: the complaint component was returned and analyzed, no product anomaly was identified via product analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed. Functional testing was not performed as visual inspection noted the pump was contaminated. Based on a lack of damage on the returned device and visual inspection, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Balloon: the complaint component was returned and analyzed, no product anomaly was identified via product analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Manufacturer narrative:
Model number: 72400098, lot number: 129939006, model description: control pump fgs. Model number: 72400024, lot number: 121659002, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for an unspecified reason. All device components were removed and replaced with a new aus. No patient complications were reported. The device was returned and analysis begun. A supplemental report will be submitted upon its completion or receipt of additional information.